Event description:
Follow up information received from the physician reported that the device was not a contributing factor in the patient's fall. It was noted that the patient had tripped and fallen. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a change in stimulation following a fall about 2 months ago. It was stated that stimulation was "not covering all the way down to the foot as it should." Another fall was reported the day before report. Patient reported that one of the falls was so hard she broke her ribs. If more information is received a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).